Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "nurse (B)(6) head of theatre, reported via our sales rep (B)(4) that device jams while drilling in template. No further info."